Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to high impedance greater than 2000 ohms and loss of capture. It was suspected that the lead fractured due to clavicular entrapment. Another lv lead was successfully placed. No additional adverse patient effects were reported.